Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-13721. It was reported that the patient presented with noise on the right atrial and right ventricular leads. Programming changes were made. The patient then presented for a lead replacement surgery. During the procedure, it was noted that the right ventricular lead had a lead insulation break. The lead was repaired and placed in the lv port. A new right ventricular lead was implanted. The right atrial lead was capped and replaced. The patient was stable.